Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "impurities".

Manufacturer narrative:
Investigation summary: this complaint is for contamination of phoenix ast broth (B)(4)batch number 1161603. Photos were provided for investigation. The photos showed one tube with cloudiness. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on this batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.